Manufacturer narrative:
The customer reported complaint for the thermogard displaying error message tcmid: 05 (coolant diif failure) was confirmed during archive review, but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The exact root cause could not be determined; however, the probable cause is due to a bad connection on the temperature sensor. A review of the event log was performed and seven tcmid:05 was noted on (B)(6) 2017 but not on the customer reported event date of (B)(6) 2017. The platform passed the initial functional testing without any fault. All the connections were checked for burning/fluid and no issue was noted. All the connection were cleaned. The run test was performed in cooling and heating modes for 15 hours without any issues. The system has passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system (B)(4).

Event description:
As reported during preparation for patient use, the thermogard tgxp ivtm system (B)(4) was displaying error message tcmid: 05 (coolant diif failure). Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.